Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 15 months, it was reported that the patient had to be resuscitated after spontaneous ventricular fibrillation. The device could not be interrogated after the incident.